Event description:
The customer reported that the 840 ventilator stopped cycling while in use on a pt. There was no pt harmed or injures as a result of the vent. Covidien inspected the device and performed extended self-test (est). The ventilator passed all testing.

Manufacturer narrative:
(B)(4).